Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope distal cap fell off from the scope and into the patient. The physician thought the distal cap may have become caught on the patient's tooth upon withdrawal of the scope at the end of an ercp. The physician removed the cap with his finger and no further patient impact was reported. The patient is currently stable. There were no adverse effects to the patient as a result of the event and the event did not result in a death or serious injury. Related internal record:(B)(4).

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 2 years since the subject device was manufactured. Based on the results of the investigation, the reported issue (distal cover detachment) was likely due to the following: 1. The distal cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent to the cover. This caused the cover to detach easily from the scope. 2. The distal cover was insufficiently attached to the subject device. This caused the cover to detach easily from the scope. 3. The distal cover got caught on the patient¿s teeth. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual - chapter 4: 4.1 (detection method) operation manual - chapter 3: 3.5 (preventive measure) olympus will continue to monitor field performance for this device.